Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the guidewire could not be inserted into the left ventricular lead. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.